Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly had subcutaneous leakage occurred near the puncture point during drug injection. It was further reported that there were signs of leakage and reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powersport isp MRI implantable port was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Longitudinal split was noted on one border of the port septum. No leaks were observed from the port septum. Guidewire was inserted into the port stem to expose any material within the port body. A small amount of dye water was observed exiting the port stem. An infusion test was performed and was successful. Dye water was observed exiting the port stem with what appeared to be thrombus. Aspiration was attempted a second time and was successful. Therefore, the investigation is confirmed for the identified septum split. However, the investigation is inconclusive for the reported leak issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly had subcutaneous leakage occurred near the puncture point during drug injection. It was further reported that there were signs of leakage. Reportedly, the catheter was removed. There was no reported patient injury.